Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 29 occurrences of foreign matter and 130 occurrences of air bubbles in gel prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x 20. Dirty shield x 5. Black spot in tube x3. Dirty shield x1. Air bubbles in gel x130.

Event description:
It was reported that there were 29 occurrences of foreign matter and 130 occurrences of air bubbles in gel prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel: x 20. Dirty shield: x 5. Black spot in tube: x3. Dirty shield: x1. Air bubbles in gel: x130.

Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, dirty shield, black spot in tube, dirty shield, and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.